Event description:
Event description boston scientific crm received information that this implantable right-ventricular lead and implantable cardioverter defibrillator (ICD) exhibited noise leading to pacing inhibition and inhibition of shock therapy. To date, there have been no reported adverse patient effects associated with this clinical observation. In follow up, it was clarified that the inhibition of shock therapy note as above was misunderstood from the paperwork. The episode was a non-sustained tachycardia. The statement written in the paperwork meant that no inappropriate shock therapy had been delivered due to the oversensed noise. Shock therapy was available. There are no allegations against shock therapy.

Event description:
--

Manufacturer narrative:
The md reprogrammed the automatic gain control to the least sensitivity setting. As of today, the available information suggests this device and lead remain in service without additional complication. The device was explanted over three years later for normal battery depletion and returned. Upon return to boston scientific's quality assurance laboratory the device underwent detailed analysis. Microscopic visual inspections noted that the lv- seal plug was torn and body fluid contamination was noted in its connector block. All the setscrews moved freely and operated normally. The device was put through and passed a series of automated diagnostic testing. In conclusion, analysis testing could not confirm the reported noise issue. The device meets specification, electrically.